Event description:
It was reported that a pt was in the prone position for a spinal procedure when the mayfield skull clamp moved. The pt's head slipped from the pins. The reporter could not provide any further information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.